Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose (bg) levels of 50 mg/dl. Cause was not known. Customer consumed milk, cookies and yogurt to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.